Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened dome switch on the up arrow button. The device was also received with loose and or protruded drive support disk, missing end cap sticker, minor scratched lcd window, broken reservoir tube lip, and cracked battery tube threads.

Event description:
It was reported that the up button on the insulin pump is unresponsive. Customer's blood glucose level at the time 8mmol/l. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)